Manufacturer narrative:
Initial.

Event description:
It was reported that the charger was not charging and a replacement charger was requested, consistent with a charging problem involving the battery charger. Symptoms included insufficient information. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by a third party. Investigation of this case revealed a power source problem associated with the charger component, aligning with a charging problem for the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.